Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site had issues with verification of the registration probe. They were using flat emitter. A representative who was present that the initial status of the instrument tracker was "green" but the surgeon did not open the tracking details to see the values. The site aborted the use of navigation with that system and brought in a different medtronic navigation system to finish the procedure. There was a reported delay of 10 minutes and no impact to patient outcome.